Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 48 mg/dl. The customer stated that the pump was not lasting with corrosion in the battery compartment. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor assembly and battery tube was corroded. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.